Event description:
Sf (B)(4). It has been reported- melted charger in (B)(6) 2022. Power cord and charger melted together. Pt woke up in the morning and when he went to get his hearing aid out of the charger he noticed they were not charged and then noticed the charger was hot and that the cord was melted in to it. Patient was not injured in any way. Was using cord that it came with, plugged directly in to wall. (B)(6) 2022: the current information indicates need for immediate reporting.based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur. This is an initial report. This is a late case received for reporting.

Manufacturer narrative:
Functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Further evaluations are pending.

Event description:
Sf 02677506. It has been reported- melted charger in (B)(6) 2022. Power cord and charger melted together. Pt woke up in the morning and when he went to get his hearing aid out of the charger he noticed they were not charged and then noticed the charger was hot and that the cord was melted in to it. Patient was not injured in any way. Was using cord that it came with, plugged directly in to wall. 15aug2022: the current information indicates need for immediate reporting.based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur. This is an initial report. This is a late case received for reporting. 19sep2022: based on the available, information the case is still considered reportable as the event / incident did lead to, or might have led to, death or a serious injury if it recurred. This is a final report. No further follow up is expecetd.

Manufacturer narrative:
Trend analysis conlusion: functional testing reveals that the charger works fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. The connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Follow up: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register will updated to include a warning. This is a final report. No further follow up is expected.